Manufacturer narrative:
Product was received at ameda and evaluated for evidence of allegation on march 22, 2016. The allegation was not repeated and no evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report a spark was emitted at the junction of the ac adapter port and pump base while pumping in the early morning of (B)(6) 2016. Customer has used the ameda purely yours breast pump for the past 5 months, pumping 4 times/day. She reports no other occurrence of sparking. Customer denies any burn, injury or property damage in this event. She states the ac adapter is intact.